Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter is confirmed. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter between the 10 and 11 cm depth markers, and the catheter was observed to be slightly kinked just distal to this split. The ink on the molded joint, extension leg, and the 3-12 cm depth markers was observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the PICC developed a hole that was internal at the time. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1284 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC developed a hole that was internal at the time. No other information was provided.